Event description:
It was reported that cardiac arrest, complete heart block and death occurred. A 23mm lotus edge valve was selected for implant. Prior to the lotus edge valve being deployed, the patient lost blood pressure and required cardiopulmonary resuscitation. The patient was put on cardiopulmonary bypass. Then lotus edge valve was implanted successfully. One (1) day post procedure, the patient went into complete heart block and was intubated. Fourteen (14) days later the patient died in the intensive care unit of the hospital. The suspected cause of death is cerebral anoxic injury. It was further reported that six (6) days post index procedure, a permanent pacemaker was implanted.

Event description:
It was reported that cardiac arrest, complete heart block and death occurred. A 23mm lotus edge valve was selected for implant. Prior to the lotus edge valve being deployed, the patient lost blood pressure and required cardiopulmonary resuscitation. The patient was put on cardiopulmonary bypass. Then lotus edge valve was implanted successfully. One (1) day post procedure, the patient went into complete heart block and was intubated. Fourteen (14) days later the patient died in the intensive care unit of the hospital. The suspected cause of death is cerebral anoxic injury.